Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result on the architect c16000 analyzer. The following data was provided: (B)(6) initial 3.24, repeat 0.46 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service representative performed significant troubleshooting including cleaning the tbg, external hc waste (rohs) (part number 7-203164-01) because the part was almost fully occluded, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.